Manufacturer narrative:
Based on the investigation, the reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the reported failure cannot be determined. A root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasonic lithotriptor experienced noise coming from the shockpulse. The power board was broken, and there was damage to the power board due to no fragmenting (no output). There were no reports of patient harm.